Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device did not alarm no delivery alarms. Customer's blood glucose was rising from 288 mg/dl to 322 mg/dl in two hours. Customer's blood glucose was 396 mg/dl. After troubleshooting, customer was advised to contact his healthcare professionals. Customer will not be returning the device for analysis.